Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2013-04863 & 2014 02649).

Event description:
It was reported patient enrolled in a clinical study underwent revision hip arthroplasty on an unknown date in 1987. Subsequently, patient was revised on (B)(6) 1991 due to an unknown reason. Patient underwent a revision procedure (B)(6) 2005 due to acetabular wear and the presence of osteolysis. Subsequently, the patient was revised on (B)(6) 2008 due to loosening of the acetabular component. The constrained head, acetabular component and polyethylene liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04863 & 2014-00637).

Event description:
It was reported patient enrolled in a clinical study underwent revision hip arthroplasty on (B)(6) 2005 to implant a biomet constrained system due to acetabular wear and the presence of osteolysis. Subsequently, the patient was revised on (B)(6) 2008, due to loosening of the acetabular component. Additional clinical data received indicates that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2005 due to poly wear.